Manufacturer narrative:
(B)(4). Baxter medical assessment: the presence of a hair interwoven within the collagen matrix may, if not observed lead to local tissue reaction, inflammatory reaction, or wound healing complications. It may, although sterile, also serve as a nidus for infection. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. A follow-up report will be submitted upon completion of the sample investigation results.

Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. The sample was evaluated visually and with microscopy. The jar had been opened and all of the liquid content had been removed. A single hair, approximately 0.39 inches in length, was found on the rough side of the tissue. Additional testing was not performed. The source of the foreign material cannot be determined to be from any manufacturing operation as the packaging had been opened and the tissue removed by the customer. Baxter synovis indicated that batch records for the tier iii lot and tier ii lot were reviewed. There were no reported issues for these lots that can be associated with the complaint. Released product met all specifications and requirements. Furthermore, baxter synovis indicated that this is not a wide spread issue and has an acceptable risk level. This complaint is confirmed. No trend was identified. Customer closure notification will be completed per local procedures and requirements, if applicable. This complaint will be kept on record for trending purposes.

Event description:
Customer reported a product complaint for item peri-guard. The o.r. Nurse noticed a hair interwoven within the peri-guard tissue. Client did not use the product. No patient or user injury reported.